Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator or battery tube assembly during visual inspection. No led anomaly during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer does not know how the damaged occurred. Customer stated that there is fluid under the lcd display. Customer was advised that we are replacing the pump.